Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 25.7 mmol/l with large ketones related to a call service 064. The reporter indicated that the call service alarm occurred during the prime/fill cannula step. Troubleshooting of the event indicated that the patient was able to reboot the pump and clear the call service alarm and the reporter confirmed that the pump performed an air bolus without alarms. The reporter indicated remaining on the pump and indicated adjusting the basal and bolus settings related to the event. This event is reported based on the allegation that the patient experienced hyperglycemia which was contributed to by a call service alarm which was resolved with troubleshooting.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump history from the time of the event was unavailable due to continued patient use of the pump. The pump total daily dose history for the available date range was found to correctly reflect the user programmed basal rates. The available history showed no evidence of call service 064 alarms occurring. During testing the rewind, load, and prime steps were performed and the pump was exercised for 24 hours without alarms occurring. A flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage or defects were found to the motor assembly or circuit.